Manufacturer narrative:
(B)(4). This final / follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d8, d9, g3, g6, h1, h2, h3, h4, h6, h10. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. Visual inspection confirmed the reported event, the weld failed at the point where the shaft meets the handle due to lack of fusion of the weld joint. The product item: 32-422760 / lot. Zb151002 has not been involved in any previous field actions. CAPA ca-04950 was initiated to address the issue that welding process is not validated in jinhua, china. The reported item in this complaint, (B)(4), is included within the scope of the CAPA. Hhe-2019-00339 was conducted to evaluate the risk and determined that no field action was required as the expected harm was within the predefined risk table for severity and occurrence. No field action was recommended due to likelihood of injury is improbable. A review of the complaints database shows that we have received 11 reported events for instrument fracture for the same item number 32-422760 prior to the reported event. 30 june 2017 to 25 september 2020: (B)(4) items sold. Occurrence ratio: 1:26704 risk score: severity 1 x occurrence 3 = 3 (low risk). The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the oxford hammer snapped whilst impacting the tibial impactor during implantation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4,d10, g4, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. A review of the manufacturing history records could not be performed as lot number is unknown. Device history record (DHR) was reviewed and no discrepancies were found. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
It was reported that the oxford hammer snapped whilst impacting the tibial impactor during implantation.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the oxford hammer snapped whilst impacting the tibial impactor during implantation.